Event description:
The manufacturer received information alleging an issue related to a dreamstation st30 device. The patient has passed away. The device was returned to the manufacturer for evaluation. The device operated as designed. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.